Event description:
It was reported and learned through investigation that a patient with a 23mm 3000tfx aortic valve in aortic position underwent a valve in valve procedure after an implant duration of seven (7) years, three (3) months due to severe stenosis. The patient presented with dizziness. Tavr was performed with a 26mm 9755rsl transcatheter valve and patient was stable at the end of the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia (hld), diabetes mellitus, and coronary artery disease (cad). All pertinent information available to edwards lifesciences has been submitted.